Event description:
It was reported that the device became entrapped on a guide wire. Vascular access was obtained via the femoral artery. The 80% stenosed, 100 x 3mm target lesion was located in a mildly tortuous right coronary artery. The target lesion was an eccentric, de novo lesion with a significant bend between 45 and 90 degrees. A non-bsc guide wire was inserted and the target lesion predilated using an unspecified 20x3.0mm balloon with 60% residual stenosis. The 28x3.0mm omega stent was introduced and encountered significant resistance upon insertion. The stent was not deployed and became entrapped on the guide wire. Both devices were removed together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).